Event description:
It is reported that the pt was revised due to implant failure.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unk. No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.